Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on the cylinder 1 and cylinder 2 exhaust tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the cylinder 1 exhaust tubing at the tubing/strain relief junction kinking and abrading against itself, resulting in a separation of the cylinder 1 tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing fracture on left cylinder between connector and cylinder, approximately 1 inch distal from connector. The device was revised and replaced. Available for return. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.